Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test. Confirmation testing was performed with pcr and generated positive results. No additional patient information, including patient treatment and outcome was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Corrected data: g4.